Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Block h11: the returned exalt model b monitor was analyzed, the monitor was functioning as intended therefore the complaint cannot be confirmed. Based on all gathered information, the probable cause selected is no problem detected, which indicates that the device complaint or problem cannot be confirmed.

Event description:
It was reported to boston scientific corporation that an exalt model b monitor was used during a bronchoscopy procedure performed on (B)(6) 2024. During the procedure, the exalt model b monitor powered down. The procedure was completed with another exalt model b monitor and the same exalt model b scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.

Event description:
It was reported to boston scientific corporation that an exalt model b monitor was used during a bronchoscopy procedure performed on (B)(6) 2024. During the procedure, the exalt model b monitor powered down. The procedure was completed with another exalt model b monitor and the same exalt model b scope. There were no patient complications reported as a result of this event.